Event description:
Pt had maintenance fluids infusing; nurse observed that amount to infuse on IV b-braun pump had not decreased since last time it was checked; pump would not respond to any buttons pushed; nurse attempted to push hold, power, rate, pump was making churning sound, but no fluid was infusing; tubing was intact.